Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was 156 mg/dl. The customer stated that there were frequent no intermittent button responses. The customer stated that the block mode is not active. The customer stated that they changed the battery and the buttons were still unresponsive. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was received with all buttons responding properly, no damage or moisture damage was found on the keypad assembly, no unlocked keypad connector. And no button keypad anomalies noted. The insulin pump passed leak test. The insulin pump had cracked case at the reservoir tube lip, cracked battery tube threads. Minor scratched lcd window and keypad overlay.